Event description:
It was reported that this brady lead was a case of attempted implant due to an unknown product performance anomaly. A new lead with the same model serial was successfully implanted. No adverse patient effects were reported.